Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device shows signs of extensive use. A functional evaluation of the returned device confirmed the stated failure mode. The locking mechanism for the vertical sizing component works as intended, but the wing nut locking mechanism is severely worn, rendering the device inoperative. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka, the locking mechanisms of 2 gii dcf variable sz guides lt broke during surgery while instruments were inside the patient. It is unknown if the devices suffered a break or if the locking mechanism was not working as intended. No surgical delay was reported and the procedure was finished using the same devices. No patient injury or other complications were reported.